Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes no capture or sensing and lead impedance >2000 ohms. The pulse gener- ator appeared to "soak up fluid" while in the tray during lead testing.